Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 407652 lead implanted (B)(6) 2015, ddpb3d4 ICD, implanted (B)(6) 2023. H6: the codes present in section. H6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model#: 1420 / catalog#: 1420/ expiration date: 28-feb-2022 / serial#: (B)(6) d9: no h3: no h4: mfg date: 09-feb-2021 h5: no additional products: d1: heartware ventricular assist system controller 2.0 d4: model#: 1420 / catalog#: 1420/ expiration date: 30-sep-2018 / serial#: (B)(6), d9: no, h3: no, h4: mfg date: 30-sep-2017, h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) was driving the car when the patient received a controller fault alarm due to the internal battery. The patient and a family member attempted to change the controller. During the attempts the patient spouse said they couldn't get the driveline (dl) to seat all the way in because the dl cover was not pulled back all the way. It was not stuck they just had panicked because it wasn't seated. The controller also exhibited an electrical fault alarm due to the driveline not being seated properly. The patient was not successful exchanging the controller, and the vad was off for approximately 40 mins. Emergency medical service (ems) arrived and restarted the vad using the controller that had the fault alarm. The patient sustained an anoxic injury and became unresponsive. The controller fault alarm was permanently silenced. The patient was intubated due to the inability to support their own airway and was on anticoagulant and acetylsalicylic acid (asa) therapy, which was therape utic with a lab value of 2.3. A computed tomography (CT) brain/head scan confirmed the anoxic injury. The patient also experienced neurological dysfunction and was administered intravenous (IV) fluids and was placed on a ventilator. The patient subsequently passed away after the vad was stopped at the time of withdrawal and support.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system - (B)(6) h3: yes d1: heartware ventricular assist system - (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed two (2) controller power-up events with associated motor start events logged on (B)(6) 2025 at 10:42:02 and at 11:58:47, indicating losses of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 34% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 73% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 97% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the second loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for sixteen (16) seconds and seventeen (17) minutes and three (3) seconds, respectively. No anomalies were observed leading up to the losses of power. Review of the alarm log file revealed one (1) controller fault alarm was logged at 11:16:26, indicating an issue with the internal battery. This was followed by four (4) vad disconnect alarms logged at 11:21:39, 11:41:01, 11:46:43, and 11:58:55, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting. The vad disconnect alarm cleared at 12:01:13, indicating that the driveline was connected to the controller. Additionally, log files revealed one (1) electrical fault alarm was logged at 12:01:13, indicating that the rear stator was not connected, causing the pump to run on a single stator. Further review of the alarm log file revealed (1) additional vad disconnect alarm was logged at 12:01:19, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Log file analysis also revealed one (1) low flow alarm was logged at 12:11:36 and two (2) additional controller fault alarms were logged at 12:33:10 and 18:40:57 due to an issue with the internal battery. In addition, log files reveal ed that the controller had been in use for more than two (2) years. Visual evidence provided by the site involving (B)(6) revealed bent pins within the serial port of the controller. Log file analysis associated with (B)(6) could not be performed since log f iles were not available for analysis. As a result, the reported electrical fault alarm, vad disconnect alarms, low flows, losses of power, controller fault alarms, and bent pin events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Of note, information provided by the site indicated that the patient expired after the vad was stopped at the time of withdrawal of support. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the electrical fault alarm can be attributed, but not limited, can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection as described in the event details. A possible root cause of the loss of power events can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within the serial port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the power source and data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Per the instructions for use, neurological dysfunction, cardiopulmonary arrest, respiratory dysfunction and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurologica l dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power was suspected due to doubled disconnected when changing powers.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) d1: controller d4: (B)(6) investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.